Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not seal the tissue during the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, the device did not seal the tissue after using two harmonics did not work. The patient had 7cc bleeding. There was no patient injury.